Event description:
New information received indicated that the patient experienced a little lightheaded at times in stable condition.

Event description:
New information received indicated that the right ventricular and left ventricular leads were capped and replaced on (B)(6) 2023. The patient was in stable condition before, during, and post-procedure.

Event description:
Related manufacturer reference number: 2017865-2023-48226. It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) were detected due to loss of capture on the right ventricular (rv) lead and elevated capture thresholds on both the rv and left ventricular (lv) leads. Unknown if any interventions were made. There were no patient symptoms reported.